Event description:
Information received by medtronic indicated that the insulin pump battery tube was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Sw 4.11d. Retainer ring = black. Customer complained about the unit having a crack on the battery area on the back and high bgs on event date of (B)(6) 2021. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked battery tube area, partially broken off battery tube threads, cracked reservoir tube lip and scratched case. Insulin pump was confirmed for cracked battery tube area. Unit was not confirmed for high bgs anomalies during testing. Unit passed required testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.